Event description:
Same as MFR report #6000089-2005-01012. It was reported that during a coronary drug eluting stenting treatment procedure a death occurred. The pt being treated had refused bypass surgery; coronary angioplasty was performed instead of the CABG. The target lesions were located in the moderately tortuous, moderately calcified, 85% stenosed left main artery (lm) at the point of bifurcation of the left anterior descending artery (lad) and the left circumflex artery (cx). The physician predilated the lesion with a 2.75 x 20 mm maverick balloon. A taxus express2 druig eluting stent of unknown size was successfully placed in the mid lad. A kissing technique was then used to place 2 taxus stents in the lm entering the lad and cx. A 3.50 x 24 mm taxus express2 drug eluting stent was placed from the lm to lad and a 3.50 x 28 mm taxus stent was placed from the lm to the cx. Moderate difficulties were encountered during insertion due to calcification of the cx lesion and the stent placed on the cx was also not fully expanded due to calcification of this lesion. After kissing stent placement the physician deflated the lad stent balloon, moderate sticking was felt with withdrawal but the balloon was able to be successfully removed without pt complication. The physician then attempted to deflate the cx stent balloon but was unsuccessfuly with delfation. Deflation was again attempted by changing the indeflator, this also was not successful. While the balloon remained inflated the pt went to cardiac arrest. The physician urgently pushed and pulled on the stent delivery system in an attempt to release the balloon; this caused the shaft to become detached. A snare was used in attempt to remove the balloon from the pt. Cardiac massage was performed and medications were given to revive the pt but there were unsuccessful. The pt expired in the cath lab.